Manufacturer narrative:
(B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that in an emergency surgery on an ami(acute myocardial infarction) patient, the intra-aortic balloon (iab) did not unwrap during use. The iab was replaced to continue therapy. No patient injury was reported.